Event description:
It was reported during a mastectomy case, the hand piece stopped working, an audible alarm was heard and an error code was displayed on the screen. A new one was opened and the case continued. There were no pt consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2012. Failure investigation of the returned device found the device was not programmed. The error code of e7; device not recognized by generator was displayed. The failure may have been that the device was misplaced into the programmed device bin during the mfg step and was packaged without knowing that the device was not programmed.